Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded suspected false positive results on a (B)(6) year old female with flu like symptom. The customer states that the patient gave birth back in (B)(6) 2018. There was no additional patient information. Return product is available. Method: date: collected: tested: result: sample: I-stat, (B)(6) 2018, 09:26, 09:48, 91.7, a. I-stat, (B)(6) 2018, unk, unk, 106.9, a. I-stat, (B)(6) 2018, unk, unk, 106.8, a. I-stat, (B)(6) 2018, unk, 11:27, 90.6, b. The customer states that siemens 1500 and siemens 500 both displayed (- negative), and urine sample was done 2x. Both time (- negative). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. It is suspected that the positive results on I-stat are potentially related to a heterophilic antibody but unconfirmed at this time. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 05/18/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retain testing of lot m18055 met the acceptance criteria for the detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for b-hcg lot m18055.

Event description:
Na.